Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed.  If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported: device is shutting down after a short time. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During functionality testing, a 10 beep watchdog alarm is triggered after boot up. Due to this failure error, the device cannot take measurements and screen goes dark while it beeps (device is still on). Internal inspection found a short on components which caused the voltages in the instrument board to be out of range. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported: device is shutting down after a short time. No consequences or impact to patient were reported.